Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem, unknown humeral head. The complaint is under investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00740, 0001825034 - 2019 - 00743.

Event description:
It was reported that the patient had initial comprehensive shoulder arthroplasty and is being considered for revision due to fluid collection in the joint and mechanical irritation of tissues after two years post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the additional information received it is was determined that, the event is not reportable. The initial report submitted needs to be voided.

Event description:
Upon reassessment of the additional information received it is was determined that, the event is not reportable. The initial report submitted needs to be voided.